Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device change put procedure, the physician interrogated the device and the atrial lead exhibited high impedance and high thresholds. The physician elected to leave the lead implanted and perform no intervention; the patient is not atrial pacing dependent. The patient was in good condition before, during and after the procedure.